Event description:
During a pulsed field ablation procedure, a farawave 2.0 catheter was selected for use. It was reported that the guidewire became stuck during procedure. The guidewire was unraveled when removed from the catheter. No tissue was seen at the tip of the catheter nor guidewire. The catheter and guidewire were replaced. The procedure was completed successfully without patient complications. The device is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.